Event description:
The pt reported that for the last several months, she has had insulin pooling underneath the adhesive of her infusion set. She would experience elevated blood glucose when this would occur (blood value not provided). The pt reported symptoms of being extremely thirsty and irritable when her blood glucose would elevate. She would change her infusion set and bolus to help bring her blood glucose down. She changes her headsets every 4 days, and was advised not to use them more than the recommended 3 days. She also stated that the cannula may be pulling from the headset. No medical attention was necessary. The product is being returned for evaluation.